Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probably cause of this event. Device labeling: contra-indications - do not inject juvederm voluma with lidocaine in the periorbital area (eyelid, under-eye area, crow's feet) in the glabellar region or in the lips. Undesirable effects - the pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection.

Event description:
Healthcare professional reported approximately 5 months after injection with an unspecified type of juvederm voluma in the cheeks and concomitant injections of juvederm volbella in the lips and "dark circles" and juvederm ultra 4 in the hollows of the cheeks, patient developed edema of the lips and edema of the "dark circles" the following day. Patient was treated with contancyl.